Manufacturer narrative:
If additional information becomes available a follow-up report will be submitted.

Event description:
It was reported an issue with novosyn suture. The client reported that upon opening the packaging, it was discovered that the thread and needle were separated at the connection point. No additional information was provided.

Manufacturer narrative:
Summary of investigation: there are no previous complaints of this code batch of which we manufactured and distributed in the market (B)(4) units. There are no units in stock in b. Braun surgical's warehouse. We have received an open sample but the suture not corresponding at description. The suture is a novosyn violet usp 2/0 90cm hr40. The list of manufacturing orders of novosyn violet 2/0, which were manufactured during week 01 of 2024 shows no order with the length of the sample returned. However, there is one with the same usp and needle description. Traceability of these two orders was performed to confirm that no mix-up could occur, since these two references are cut on two very different machines. Likewise, the assembly of the loop is carried out on a specific threading machine that is not used for other assembly references. Batch manufacturing record: reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfils usp/ep and b. Braun surgical requirements. Conclusion root cause analysis: not assignable. These two references are cut, assembled and packaged in different machines and moments. Final conclusion: considering that the sample received shows a product that does not fulfil b. Braun surgical specifications, we conclude that the complaint is confirmed by evidence of the sample received. We apologize for any inconvenience that this issue may have caused and thank you for your collaboration. Corrective measures: actions on distributed product of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: a CAPA has been opened.